Event description:
It was reported that patient has a neurological disorder and partial paralysis. Due to this, the patient fell, resulting in implant loosening. The patient was submitted to a primary surgery on (B)(6) 2007 and a revision surgery on (B)(6) 2016.